Event description:
Two issues freestyle libre 2 cgm; settings can be inadvertently changed when the meter is not turned "off". No mechanism exists to correct inadvertent or incorrect data on the cgm or in the online software. On (B)(6) 2021 the date change to (B)(6) 2021. This caused the recording of glucose numbers to the wrong date. The primary cause seems to be that unless the meter was turned "off" putting it your pocket and walking will activate the touch screen and cause inadvertent and unexpected changes to settings. The physical button can be used put the meter into a state of monitoring the sensor but the screen instruction is misleading in that it indicates it is "turning reader off ". Stating "off" suggests that it is no longer monitoring the sensor, which would be bad in detecting low glucose readings and confusing to users so it wasn't being turned off. This let the touch screen remaining active and susceptible to unwanted changes. When initially setup, the date and time were set correctly. Also, the sound and buzzer were turned onto high. When the meter indicated a time change on (B)(6) and had the date (B)(6), the sound was at a lower volume and the buzzer was off, which explained why some alarms and alerts were missed, which is a bad situation. A better wording would be recommended (entering monitoring mode, touch screen only being turned off) as well as additional information be added to the manual for the device. No information was found on this in the manual. Because the date was incorrectly recorded and cause their online software to use an incorrect end date for the reports in libreview, the manufacture was contacted to see if the meter and software could have the data replaced. They indicated it was not possible. I understand the need to keep the data from being deliberately corrupted but there should be mechanism to correct inadvertent changes or data entry mistakes with a change history file log or approved change request. I seem to recall seeing a mechanism for professionals to be able to do this. As for data entry errors, the information gets permanently logged after 15 minutes as per the manual. On a half dozen time and I had forgotten immediately enter the data until latter. The missing data could cause an incorrect assessment by the physician if not corrected. It was seem a history log file or certified correct request should be available. Manufacture contacted and correcting data discussed. Reason for date change discovered after contacting and the turning off of the meter not discussed. FDA safety report ID# (B)(4).